Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that following the implant, the patient went to the hospital complaining of chest pains associated with right ventricular (rv) pacing. It was determined that the rv lead had perforated the rv and the patient had pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.